Event description:
The patient indicated that his blood glucose dropped to 29 mg/dl at 2:30 am on (B)(6) 2011. His wife noticed the patient was sweating and woke him up. The patient took treatment with glucose tablets and jam. Within 20 minutes, the patient's blood glucose began to rise from 47 mg/dl to over 100 mg/dl. The patient did not require any further medical intervention. Before he went to bed on (B)(6) 2011, the patient changed the cartridge. The patient loaded the pump to 197 units and primed with 5.2 + 0.5 unit to fill the cannula at 11:30 pm. From 11:45 pm ((B)(6) 2011) to 2:30 am ((B)(6) 2011), the patient received 13 u via the animas pump. The patient claimed he experienced a similar hypoglycemic episode two weeks prior to the aforementioned incident. His blood glucose was at 36 mg/dl at 2 am and took treatment with glucose tablets and coke. During the review of his bolus history within the animas pump, all the bolus delivered added up to the total daily dose. However, the patient stated the basal rate did not add up. His basal total daily dose should be 12 units but the records shows 12.45 units, 12.78 units, and 14.4 units on some days. His last blood glucose check was 143 mg/dl. There was no product misuse. The patient is on the backup to manage his diabetes. The animas pump will be sent back for investigation. This complaint is being reported because the patient reportedly had low blood glucose and required treatment suggestive for hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in the black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.